Event description:
As reported by the user facility ((B)(4)): pump-damaged-blocked, two pumps that are not infused completely.

Manufacturer narrative:
(B)(4). We received 2 used (half filled) easypump ii lt 60-30-s without packaging. The 2 received samples were checked visually. Damages were not detected. In as-received condition the white clamp was closed at both used samples. The original wing caps were not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone) of both used samples. Furthermore we detected residues of fluid at the lla-cone of the patient connector. Additionally the 2 used samples were filled up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while one used pump did not work (solution was not running). Therefore the blocked pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). After waiting for approximately 1 hour the pump did not work (solution was not running). After waiting for a while the other used pump did work (solution was running). Furthermore we tested the flow rate of the used sample. Nominal: 2 ml/hi; actual: 2.1 ml in 1 h; 4.3 ml in 2 hrs; 6.4 ml in 3 hrs. A stopping of the infusion or leaks was not detected during the flow rate test at the used sample. One sample is within our specifications. The root cause of the malfunction (no flow of fluid) at one used sample cannot be evaluated. One used sample is not within our specifications. We have informed our manufacturer accordingly. Statement: received two pieces of used, filled of easypump ii lt 60-30-s without original packaging. Sample 1: as received condition, clamp clip is closed and wing cap is replaced with white closing cone. Big top cap is opened and discofix cap is removed. No crystallized/solution residue is detected at cap valve. Additionally, detected crystallized residue at male luer lock. Clamp clip is released. No flow is observed. Sample 2: as received condition, clamp clip is closed and wing cap is replaced with white closing cone. Big top cap is opened and discofix cap is removed. No crystallized/solution residue is detected at cap valve. Additionally, detected crystallized air bubble at male luer lock. Clamp clip is released. No flow is observed. Analysis: sample 1: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube; before male luer lock). Immediately observed flow of solution. The root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as nnt judgeable sample 2: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube; before male luer lock). Immediately observed flow of solution. It can be concluded that the complaint sample is not working due to blockage at glass tube. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.